Manufacturer narrative:
The customer advised that the original charge-pak assembly was still in the device and had never been replaced, making it approximately 12 years old. Physio-control advised the customer that their device was not field serviceable and no longer under warranty. Physio recommended that the device be removed from service and a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.